Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the scope, limited debridement, plica excision, and cultures on (B)(6) 2015. The following were reported as failures and included in a report received as proof of milestone on an iis: 2015-021 . The study coordinator does not recall reporting these previously and the information included here is limited to what was in the report: dos: (B)(6) 2015, right pfa; (B)(6) 2015: debridement and secondary closure right knee wound. On (B)(6) 2015: scope, limited debridement, plica excision, cultures, (B)(6) 2015: arthroscopic 3-compartment synovectomy, right knee.